Manufacturer narrative:
(B)(4). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2022-00275, 3002806535-2022-00277.

Event description:
It was reported that the patient has been revised due to reoccurring hemarthrosis approximately 3.5 years after the initial surgery. No additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product was not returned for investigation. Therefore, visual and dimensional evaluation could not be performed. These devices are used for treatment. Review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.